Manufacturer narrative:
Updated data: b4, g2,g3,g6,h2,h10,h11. Corrected data: d10.

Event description:
N/a.

Event description:
It was reported that during pre use check, the cs300 intra-aortic balloon pump (iabp) unit was leaking. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. Upon arrival, the fse was notified that the balloon had been discarded. The fse tested the ECG and found no issue with the cable, and performed the safety disk leak test and k6, k6a, k7, k8 leak tests and found that there was no issue as well. The fse then performed calibrations, functional testing, and safety testing, which all passed per factory specifications. The unit was then returned to the customer.

Event description:
N/a

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit was leaking.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.